Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the customer: "the pumps have been a huge dissatisfier for staff, but now families are complaining regularly about the frequency of beeping pumps and their inability to function appropriately. This interferes with sleep promotion for patients and takes nursing aware from taking care of the patient. The pumps alarm all during the infusions noting air or downstream occlusions, when there is no air and no occlusion. There is no silent button. There is no ability to open the pump without going through many steps to get the door open. This pump is not only not user friendly, but not safe." No patient complications were reported as a result of this event.